Event description:
A boomerang arterial closure device was being used after angiogram. The device perforated a branch of the iliac femoral artery. Artery closed spontaneously shortly after. Interventional radiology team chose to balloon branch for add'l 13 seconds for optimal perfusion.